Event description:
The customer returned the homechoice (hc) machine to baxter tampa bay for reported issue of power switch is pushed in. During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device therapy logs: (occurrence date (B)(6) 2012 at 07:42:33 with drain vol: 3411 ml during cycle 4). There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error: tidal uf removal set too low. This issue was confirmed through review of the event history log. The device was sent to service.